Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a black plastic bag. Upon return, the teflon sheath was noted on the returned sample; liquid blood was noted within the sheath sidearm. The oneway valve was tethered to the short driveline tubing. The short driveline tubing was noted blocked off with a yellow non-vented cap. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round (part of the flex tip assembly) was noted unraveled and the iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed damaged/broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed damaged/broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. Some blood noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. Some blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in the helium line" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken within the iabc flex-tip assembly area. The damaged central lumen allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "the patient had an iabp surgically placed to assist with cardiac function. The first time the s40 catheter was used, the balloon could not be delivered into the sheath and was completely inaccessible after several attempts. After replacing the catheter u40 with a new one, the patient completed the surgery normally. After starting the device, the alarm was raised for helium leakage, and blood was found in the helium line; after withdrawing the balloon, the tip of the catheter was found to be broken, and there was a large amount of blood and saline in the balloon; the catheter was replaced with a new one again, and the device was started up and operated normally". The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine". Please see associated MDR#: 3010532612-2024-00683.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the patient had an iabp surgically placed to assist with cardiac function. The first time the s40 catheter was used, the balloon could not be delivered into the sheath and was completely inaccessible after several attempts. After replacing the catheter u40 with a new one, the patient completed the surgery normally. After starting the device, the alarm was raised for helium leakage, and blood was found in the helium line; after withdrawing the balloon, the tip of the catheter was found to be broken, and there was a large amount of blood and saline in the balloon; the catheter was replaced with a new one again, and the device was started up and operated normally". The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine". Please see associated MDR# 3010532612-2024-00683.